Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states that her chair is in the recline position and will not return to the upright position.